Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received questionable results for one patient sample tested for free triiodothyronine (ft3) and free thyroxine (ft4) on an e602 analyzer. A sample interference is suspected. This medwatch will cover ft3. Please refer to the medwatch with patient identifier (B)(6) for information related to ft4. The sample was initially tested at the customer site on the e602 analyzer and the initial results were reported outside of the laboratory. The sample was provided for investigation where it was tested on an e170 analyzer and an e411 analyzer. Refer to the attachment for the sample result data. The patient was not adversely affected. The serial number of the e602 analyzer used at the customer site was asked for, but not provided. The e170 analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number 124419, with an expiration date of december 2016 was used on this analyzer. The e411 analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number 124419, with an expiration date of december 2016 was used on this analyzer.

Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations of the sample determined that it contains an interferent to the streptavidin used in the ft3 reagent. This limitation is covered in product labeling. No interfering factor to the assay antibody/idiotype was identified.